Event description:
Medtronic received information that pump error 50 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). S/w version 6.5 v. Retainer ring = black. Customer returned pump for an alleged pump error 50 found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test. The pump passed the displacement accuracy test at 0.0869 inches. Test p-cap and reservoir locked properly into reservoir compartment during testing. No pump error 50 was found during testing. Successfully downloaded pump history files and traces using thump software. Pump error 50 was not found in the history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor was tested outside the pump and meets spec at 23.3 mv. Motor was tested outside the pump and passed. The following were noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, missing display window cover, pillowing keypad overlay, stained keypad overlay, corroded battery tube, battery tube threads - cracked, and label damage. Pump error 50 was not confirmed during testing or in history trace files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.